Manufacturer narrative:
D10 concomitant products: unknown-vloc, unknown vloc product (serial#:unknown), unknown trocar, unknown trocar device (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an inguinal hernia repair with a patient in the operating room, the v-loc suture got stuck in port 1 in the trocar. The arm cart assembly had to be undocked and redocked to get the suture out of the trocar. Later, the trocar tip slipped out of the abdomen when the surgeon was moving the camera arm around. There was a total delay of 16 minutes. There was no patient injury.